Event description:
Additional follow up revealed that patient underwent a surgical intervention on (B)(6) 2018, wherein patient's ipg was explanted and replaced. Issue of pain at pocket site has been resolved post-operatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to patient's medical history and is unable t form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient has pain at ipg pocket site. As a result, doctor has recommended switching to a slimmer ipg. Surgery is scheduled.